Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant operative report and implant tracking log only. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2007 - the patient was diagnosed with a vaginal prolapse and underwent a burch paravaginal repair and abdominal sacrocolpopexy using a davol flat mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to use of the device.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2007 - this is a patient with a medical history of pregnancies x3, births x2, chronic lower back pain, chronic urinary tract infections and a surgical history of hysterectomy who was diagnosed with vaginal prolapse. The patient underwent a burch paravaginal repair and abdominal sacrocolpopexy with implant of a bard flat mesh. On (B)(6) 2012 - the patient had a follow up md office exam with complaints of painful intercourse, recurrent utis and blood in her urine. Per the md exam notes "patient has a history of urinary tract infections (utis) as she started getting them in her early 20s. Her last infection was on (B)(6) 2012. She has been treated with antibiotics." Patient reports she feels "like her bladder is falling out." Per the md impression, patient has recurrent urinary tract infections and vaginal vault prolapse. Patient's doctor explained to patient her recurrent utis may be related to her vaginal vault prolapse and she should seek a second opinion for possible surgery. On (B)(6) 2012 - the patient was diagnosed with prolapse with cystocele and rectocele and stress urinary incontinence. The patient underwent a robotic-assisted laparoscopic abdominal sacrocolpopexy with implant of a non-bard davol "prolift" mesh and placement of tension-free tape obturator sling followed by cystoscopy. Per the operative details "the previously placed mesh (davol flat) was noted to be in the posterior cul-de-sac and we did not disturb it." On (B)(6) 2013 - the patient had an md office follow up exam and reported abdominal pain and swelling. Per the patient, "her husband's doctor said it was a hernia and she has plans to schedule surgery with him." The doctor's exam noted "her incision appears to be closed and healing well. Patient has great vaginal support. An incisional hernia is present, supraumbilical portsite hernia. No abd masses or tenderness. Patient has great vaginal support."

Manufacturer narrative:
Addendum to the previous information received. This supplemental emdr is being sent due to medical records provided to davol by the patient's attorney. The information provided states the patient had a history of and experienced recurrent urinary tract infections prior to bard flat mesh implant. Currently there is no indication that the recurrent utis experienced by the patient were related to the previously implanted flat mesh. Per the md, during the (B)(6) 2012 procedure bard flat mesh was visualized with no issue noted and mesh was left in place. In (B)(6) of 2013 the patient was treated for an incisional hernia, during this exam it was noted that the patient's incision appeared to be closed and healing well. Furthermore the md noted that the patient's recurrent utis may be related to her vaginal vault prolapse and should seek a second opinion for possible surgery. Based on the current information available through (B)(6) 2013, there is no indication of a direct mesh related injury. While there is no direct relation between the recurrent utis and the implanted mesh, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." With the current information available, a definitive conclusion can not be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.